Event description:
A caller reported a malfunction on a pump, identified by malfunction code 09, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Before contacting technical support, the caller attempted a pump reset. Consequently, technical support arranged to replace the pump. Customer will use a backup insulin pump.